Event description:
Event description guidant received information that 13.0 months post implant, this cardiac resynchronization therapy-defibrillator (crt-d) device displayed an earlier than expected elective replacement indicator (eri). The device was explanted and returned to guidant for analysis.